Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, as a result the stylus and cable were replaced. (B)(4).

Event description:
It was reported that the stylus was not functioning with the programmer and there was no electrocardiogram (ECG) cable. The programmer was returned to the manufacturer for servicing. There was no patient involvement.